Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found that there was leaking at an a-rubber cut. The insertion tube excessive buckle failed ring gauge test. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that the device received no image and failed the leak test. There was no patient involvement. No additional information was provided.